Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one year after the stent implantation procedure, optical coherence tomography showed significant progression in the retinal nerve fiber layer. The patient underwent ocular secondary surgical interventions for intraocular pressure (iop) or glaucoma management in the left eye. Despite these interventions, iop and visual field remained stable. A direct selective laser trabeculoplasty had been scheduled for the following month. Additional information has been requested.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of retinal nerve fiber layer (rnfl) significant progression, ocular (ssi) site specific information; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).